Manufacturer narrative:
(B)(4). Correction: the problem is confirmed because the nurse stated that the patient may have tampered with the product before use and this may have caused the leak. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed and cause was undetermined.

Event description:
This report for the issue of leak- patient woke up wet. A customer contacted baxter's technical service center, regarding a low drain volume alarm, during initial drain with a drain volume of 330ml, on the home choice (hc). The registered nurse (rn) stated the home patient (hp) woke up and was wet. It was unknown for how long the hc was in use before the problem was noted. The rn believes the hp lost last volume infused (lvi) but was not sure. The hc was bypassed to fill and test filled with 163ml stopped and the hp manually drained out 153ml before stopping. Overall, the hp resumed fill successfully and the was hc operational. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.